Event description:
It was reported a balloon ruptured on the first inflation at approximately two atmospheres during a percutaneous transluminal angioplasty of a shunt. Another balloon catheter used to successfully complete the procedure without pt complications. This device was received, evaluated and retained by this MFR. The engineering evaluation revealed a 1.7 centimeter longitudinal burst located from 2 millimeters distal to the distal radiopaque marker to 1.4 centimeters proximal to the distal radiopaque marker. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion which may have contributed to this event. However, co is unable to determine the exact cause for this event. Directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."